Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 7.8mmol/l. The customer stated the alarm occurred after battery change and advised to clear alarm. Customer received multiple battery out limit alarms, checked history. The customer was instructed to insert a new battery and alarm reoccurred in less than 1 minute. Customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.